Event description:
N/a.

Manufacturer narrative:
Unique device identification: (B)(4). The accudrain was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, DHR review of reported fg lot did not show any anomaly during the manufacturing, packaging, and inspection processes of the devices, including 100% leakage testing, that could be related to the reported condition. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information received indicated that a 77 year old male patient was stable after the procedure. There was no surgery delay reported.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted. Linked to mfg report number 2648988-2020-00035.

Event description:
This is 2 of 2 reported complaints. A customer reported that a second patient (age unknown) leaked a moderate amount of cerebrospinal fluid around the smart-site port in the patient line. This occurred during a cerebrospinal fluid drainage on (B)(6) 2020. The device was replaced with a different drain. There was no known delay in the procedure. Patient was stable and additional information has been requested.